Event description:
As it was reported by the study database: the patient, the day after the index procedure suffered from seizures. The patient who underwent a left internal carotid stenting procedure for symptomatic unilateral carotid stenosis in 2009, he was discharged home in the next day after an uneventful intra and post-procedural course. Several hours after discharge, after eating lunch, the patient developed slurred speech followed by a tonic clonic seizure. The patient was diffusely diaphoretic and awake, but unaware of his surroundings. He again had a seizure in the ambulance. In the emergency department, a carotid ultrasound was performed, and showed that the carotid stent was widely patent. The patient was started on heparin infusion, and loaded on keppra. He was seen by a neurologist and admitted to the intensive care for transient ischemic attack versus seizure disorder. The patient was started on heparin drip. A cat scan (CT) of the head showed no acute intracranial pathology. Chronic small-vessel ischemic changes and atrophy were noted. The patient required temporary neo-synephrine for blood pressure support. As his blood pressure did remain on the lower side, he required midodrine which was titrated. The patient was discharged three days later on midodrine and keppra. Three days later, the patient went off keppra. He went and saw his neurologist five days later and he seemed normal. Tow days later, the patient suffered another seizure. He was treated and released from the emergency room on the same day. The patient was placed back on keppra. The patient has been stable since this discharge.

Manufacturer narrative:
Neurology felt the seizures were likely secondary to hyperperfusion syndrome versus ischemic events, but more likely hyperperfusion syndrome. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.